Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as ''valve in mac [mitral annular calcification]'' was reported as the implant position / landing zone characteristics. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that ''post-dilation was initially performed with +5 volume, followed by a second post-dilation with +10 volume, which led to the balloon rupture.'' While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The complaint withdraw difficulty was confirmed based on review of the provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as. As the balloon had burst, the altered balloon profile may have made it more susceptible to catch on the sheath, which could have led to the reported withdrawal difficulties. The complaint of balloon separation' was confirmed based on review of the provided imagery. Available information suggests that procedural factors (high withdrawal force and device manipulation) likely contributed to the event as there was difficulty withdrawing the burst balloon. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported balloon component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, balloon rupture occurred during post-dilation. Blood was seen in the syringe following the rupture. Tension was noted when removing the delivery system, and the team attempted to remove sheath and delivery system as one unit. The distal end of ruptured balloon remained in the patients body. A 26f gore dryseal sheath was inserted on the left side, where they attempted to snare the delivery system. Upon successful snare attempt, the delivery system was cut mid-balloon shaft. The snare was pulled into the sheath, then grabbed with a raptor device, and was removed from the body through the left side. Bilateral venogram did not show any vascular complications. Two units of blood were ordered but not administered in the presence of the field clinical specialists. Post-dilation was initially performed with +5 volume, followed by a second post-dilation with +10 volume, which led to the balloon rupture. On the following day, a valve-in-valve procedure was performed in the mitral position, due to migration. The patient was symptomatic prior to the intervention, presenting with heart failure. A 29mm valve was successfully implanted. Moderate paravalvular leak was observed after the valve was deployed. No actions were taken in response to the leak. No leaflet movement issues were reported. The patient remained in stable condition post-procedure. One day post viv, the patient developed refractory shock despite aggressive support including mechanical circulatory support. She developed multiple organ failure due to widespread ischemic sequelae of shock including acute renal failure, shock liver, widespread ischemic bowel without overt necrosis, severe and refractory lactic acidosis, and suspected severe anoxic brain injury. Her course took a turn for the worse and after conferring with cardiology and her family, she was transitioned to comfort measures and expired rapidly and peacefully.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation for this report is ongoing.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, balloon rupture occurred during post-dilation. Blood was seen in the syringe following the rupture. Tension was noted when removing the delivery system, and the team attempted to remove sheath and delivery system as one unit. The distal end of ruptured balloon remained in the patients body. A 26f gore dryseal sheath was inserted on the left side, where they attempted to snare the delivery system. Upon successful snare attempt, the delivery system was cut mid-balloon shaft. The snare was pulled into the sheath, then grabbed with a raptor device, and was removed from the body through the left side. Bilateral venogram did not show any vascular complications. Two units of blood were ordered but not administered during the procedure. Post-dilation was initially performed with +5 volume, followed by a second post-dilation with +10 volume, which led to the balloon rupture. On the following day, a valve-in-valve procedure was performed in the mitral position. The patient was symptomatic prior to the intervention, presenting with heart failure. A 29mm valve was successfully implanted. Moderate paravalvular leak was observed after the valve was deployed. No actions were taken in response to the leak. No leaflet movement issues were reported. The patient remained in stable condition post-procedure.